Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a peripheral stenting procedure. The 5.0 x 120 mm supera stent delivery system was advanced into the patient anatomy. The device met resistance due to plaque and the stent kinked. The physician attempted to remove the stent delivery system and the stent; however, the stent separated in the patient anatomy. A portion of the stent was left in the artery. The procedure ended without additional intervention. The patient is scheduled to have a second procedure, on (B)(6) 2017, and the stent portion will be removed and replaced with an additional stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of pain is listed in the supera peripheral stent system instructions for use (IFU) as a known patient effect of the procedure. The investigation concluded that the difficulty advancing was due to anatomical conditions. A cause for the reported stent separation could not be determined. The additional patient effects, treatment and hospitalization are due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received, indicating that the separated portion of the supera stent was removed from the patient during a surgical procedure on (B)(6) 2017. An unspecified stent was implanted without issue. Post procedure, the patients leg pain is resolving and the patient reports feeling much better. No additional information was provided.